Manufacturer narrative:
Philips has investigated this complaint. The patient was undergoing a cerebral embolization procedure and received a total dose of 3.5 gy. Total irradiation time was 45 minutes. Philips inspected the system onsite and analyzed the log file and no malfunction was found. As described in the instructions for use (4522 203 28862 chapter 2.1), the threshold for temporary hair loss is typically 3 gy.

Event description:
It has been reported to philips that the patient experienced hair loss after undergoing a procedure on the philips allura x-ray system. Philips has started an investigation for this complaint.